Event description:
As reported: the sheath valve opening restricted insertion of the bypass and delivery tube resulting in a kink in the delivery tube. Additional information received: three manta devices were used to close the arteriotomy. The first manta kinked, and the delivery tube met resistance during attempted insertion into the sheath (related to this MDR). A second device was then opened, and a second insertion attempt was made with a new delivery tube in the first manta sheath. The second delivery tube met with resistance with the first manta sheath and both items were discarded (related to MDR (B)(4)). Cath lab staff then held pressure and a third device was dilated, inserted, and deployed without issue. Successful closure was obtained, and hemostasis occurred within 25 seconds. No harm, injury or consequences were incurred from this event. The patient's reported condition was fine. Additional information received: during an evar procedure, a single micro-puncture access was obtained under ultrasound guidance in the central femoral head of the right cfa. The vessel size measured 11.5mm and it was reported that there was no calcification or tortuosity in the vessel. The manta depth was measured at 4.5cm + 1cm. There were no issues with advancing or withdrawing procedure sheaths during the evar case. Prior manta deployment, the bp was 110/56mmhg, the act was 253, and heparin was administered intravenously. The first manta attempt, resistance was severe and resulted in a kinked delivery tube. The second manta attempt with the first sheath was met with severe resistance. The third manta attempt with a completely new manta device and sheath was successful.

Manufacturer narrative:
Qn#(B)(4) the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f manta was planned for closure in the right common femoral artery. A central positioned access was achieved utilizing micro puncture and ultrasound. Vasculature was 11.5mm, no calcification or tortuosity, with a depth measurement of 4.5mm + 1mm. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub, resulting in kinking the sheath. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Will continue to monitor for any similar events.

Event description:
As reported: the sheath valve opening restricted insertion of the bypass and delivery tube resulting in a kink in the delivery tube. Additional information received: three manta devices were used to close the arteriotomy. The first manta kinked, and the delivery tube met resistance during attempted insertion into the sheath (related to this MDR). A second device was then opened, and a second insertion attempt was made with a new delivery tube in the first manta sheath. The second delivery tube met with resistance with the first manta sheath and both items were discarded (related to MDR 3010252479-2022-00471). Cath lab staff then held pressure and a third device was dilated, inserted, and deployed without issue. Successful closure was obtained, and hemostasis occurred within 25 seconds. No harm, injury or consequences were incurred from this event. The patient's reported condition was fine. Additional information received: during an evar procedure, a single micro-puncture access was obtained under ultrasound guidance in the central femoral head of the right cfa. The vessel size measured 11.5mm and it was reported that there was no calcification or tortuosity in the vessel. The manta depth was measured at 4.5cm + 1cm. There were no issues with advancing or withdrawing procedure sheaths during the evar case. Prior manta deployment, the bp was 110/56mmhg, the act was 253, and heparin was administered intravenously. The first manta attempt, resistance was severe and resulted in a kinked delivery tube. The second manta attempt with the first sheath was met with severe resistance. The third manta attempt with a completely new manta device and sheath was successful.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow-up report will be submitted after investigation.